Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not functioning, and the customer is on the way to the hospital. It was stated that the doctors and nurses at the camp have changed out the infusion set several times as well they treated her. It was stated that the customer was bolusing for dinner and got a no delivery alarm. The alarm happened four times, and every second bolus. The customer was rotating her site, and she was sitting during insertion in her abdomen. It was stated that the customer was experiencing nausea, blurry vision, dehydrated, stomach ache, and sleepy. The customer has treated with insulin pen. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Determined that the insulin did exit. The customer did not have a tubing clamp available at the time to perform the high pressure test. Advised the customer to remove the cannula, and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.